Event description:
It was reported that a cartridge alarm occurred. Reportedly, the customer had followed the prompts during the load sequence. The customer's blood glucose (bg) level was "high", although a specific value was not given. The customer administered a correction bolus via pump to address their bg. Reportedly, customer loaded a new cartridge to resolve the issue.